Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Stent struts at the distal end of the stent were lifted and bunched in a proximal direction. The undamaged proximal crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip; the distal edge was rough. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-nov-2017. It was reported that crossing difficulties was encountered. The 87% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed using another of the same device. No complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage.